Manufacturer narrative:
D10. Concomitant products: unknown estitch, unknown endo stitch instrument (lot unknown); 170052, 170052 endo stitch 0 vio 120 polysorb (lot j3l4450y); 170052, 170052 endo stitch 0 vio 120 polysorb (lot j4k2792y); 170052, 170052 endo stitch 0 vio 120 polysorb (lot j4j3177y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, while closing the cuff, one needle broke in half inside and fell into the cavity. The surgeon searched around laparoscopically and nothing was found. A radiologist was then called, and while waiting the surgeon searched again vaginally, but the fallen piece still could not be found. After taking a series of shots in and out of stirrups, the needle was seen on the anteroposterior (ap) x-ray. Another series of shots still revealed the same. The needle was not retrieved from the patient. It was noted that the surgical time was extended by less than 30 minutes.